Manufacturer narrative:
(B)(4).

Event description:
It was reported that the scope's external lens was broken (scratched/ fractured). No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of returned device found outer tube damaged and bent, needle outer tube dented, distal tip damaged, laser welding damaged, needle welded seam cracked, distal tip fiber damaged, broken lenses in optical system, distal cover glass and negative lens damaged, scratched and with residue on external optical surfaces. Complaint confirmed for broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. H11: h2: corrected data on d8 and d9.